Event description:
It was reported that the patient experienced many problems with the device system. The lead was revised "12 times due to migration." The patient experienced a shocking sensation. It was unknown when the event occurred. The system was explanted in 2005. The system was removed due to repeated lead revisions. Otherwise the system did provide pain relief.

Manufacturer narrative:
Concomitant medical products: extension model # 748910 lot # nhu015577v implanted (B)(6) 2003 explanted (B)(6) 2005 ; extension model # 748910 lot # nhu015578v implanted (B)(6) 2003 explanted (B)(6) 2005 ; lead model # 389256 lot # j0301197v implanted (B)(6) 2003 inactivated (B)(6) 2005; lead model # 389256 lot # j0300455v implanted (B)(6) 2003 inactivated (B)(6) 2005. Final device analysis of neurostimulator model # 7427 serial # (B)(4) showed no anomaly found; ipg was functionally ok. Final device analysis of extension model 748910 lot # nhu015577v showed no anomaly found; extension was functionally ok. Final device analysis of extension model 748910 lot # nhu015578v showed no anomaly found; extension was functionally ok. (B)(4). Final device analysis of lead model 389256 lot # j0301197v showed all/multiple conductors/wires cut. Body insulation cut thru, product segmented. Continuity acceptable. Leak ok but cut thru (suspected explant damage). Outer insulation melted (suspected cautery artifact). No significant anomalies. (B)(4). Final device analysis of lead model 389256 lot # j0300455v showed all/multiple conductors/wires cut. Body insulation cut thru, product segmented. Continuity acceptable. Leak ok but cut thru (suspected explant damage). Outer insulation melted (suspected cautery artifact). No significant anomalies. (B)(4).